Event description:
The follow info was reported: this is to inform you that (B)(6) received a serious adverse event (sae) report of severe hypoglycemia associated with accidental administration of an insulin overdose. The subject was receiving nova rapid via minimed722 pump for management of his diabetes mellitus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.